Event description:
Force triad machine set via accessory screen: cut -15 and coag - 15 with a blend/spray feature. Time out done and all verbalized the settings on machine were correct. After draping the patient, the cautery pencil was plugged into the machine. The cautery was used on the patient; pencil immediately sparked and use discontinued. Minor burn to patient's abdomen occurred, requiring ointment treatment. The machine recognized the pencil as a monopolar cautery cord connected and automatically switched to monopolar screen (not the accessory screen that was set for this procedure). The monopolar screen was still set from a previous case at cut - 190 and coag - 60. This cautery pencil is a bipolar accessory and should not have turned on the monopolar power. Although operator error may have contributed to the event, it is confusing to users to have the screens the same color and an automatic default to previous settings when the cautery pencil is plugged in.